Event description:
The user underwent re-implantation surgery. In situ measurements reportedly showed one channel with high impedance; therefore, a back up device was implanted successfully.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent implantation surgery. In situ measurements reportedly showed one channel with high impedance, therefore a back up device was implanted successfully.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. Based on the received information from the field intra operative measurements showed one channel in hi status likely due to a temporary air bubble over the active electrode contact. The recipient was implanted with a back-up device. This is a final report.